Event description:
While performing a routine inspection of the model 3100a, a biomed tech noticed 7 screws missing from the diaphragm assembly on the driver assembly. No failures were reported and there was no pt involvement relative to the report.